Event description:
Device malfunction: clip did not deploy, vessel locator wings did not collapse. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after an interventional procedure. Reportedly, the physician was unable to fire the clip and the device was removed with the vessel locator wings open. Hemostasis was achieved with manual compression. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.